Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed dates beginning (B)(6) 2013; any information from the event date was overwritten in the pump¿s history due to continued use of the pump. The history showed a manual time change from (B)(6) 2013, 10:41 to (B)(6) 2013, 10:40. No errors, alarms, or warnings related to the complaint were observed in the history. The total daily doses added up to correctly reflect the user¿s programmed settings. A (B)(4) hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's blood glucose was in the upper 200's mg/dl. The pump was reviewed with the reporter. The reporter stated that there were no relevant alarms in the pump history. The reporter confirmed that the total daily dose was correctly adding up and confirmed that the prime history was correct. During the review of the bolus history, two records were found to be out of order. Further troubleshooting of the pump was unable to be completed at that time. Animas attempted to follow up with the reporter to complete troubleshooting of the pump but was unsuccessful at this time. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the bolus history indicated records which were out of order.